Event description:
Related manufacturer reference number: 2017865-2025-14573. It was reported that the patient presented at the hospital post-implant procedure. It was noted that the right ventricular (rv) lead exhibited intermittent capture and was dislodged as confirmed via fluoroscopy. The rv lead was explanted and replaced. During the new rv lead placement, the right atrial (ra) lead was dislodged. The ra lead was repositioned. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.